Event description:
It was reported that the patient developed an infection. The pulse generator was explanted on (B)(6) 2010, and used as a temporary pacemaker until (B)(6) 2010 when a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.